Event description:
Customer reportedly received results of 152 mg/dl and 30 mg/dl within 10 minutes on the advantage system. Customer reported feeling shaky with these results; able to self treat. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.